Manufacturer narrative:
The technician indicated that when the patient was being moved, it may have caused the siderail to bend outward which damaged the slide bracket badly. He found that the siderail was latched in the intermediate position. He stated the siderail unlatched and dropped into the intermediate position. The technician replaced the slide bracket to repair the bed.

Event description:
The account alleged the right head siderail fell when the patient was moved and a nurse strained her back while holding the patient.